Manufacturer narrative:
(B)(4). Device evaluation summary updated to include tissue sample evaluation. Updated device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In addition, a tissue sample was returned. Flouroscopy and x-ray images of the sample were taken to visually assess staple presence in the tissue and determine staple form. The tissue sample provided was imaged and reviewed. It was determined from the images that the staples present in the tissue sample are malformed. A total of 4 malformed staples observed in the tissue (2 initially observed in fluoroscopy and 1 completely cut washer also included). Due to the 2-dimensional nature of the x-ray and fluoroscopy images, it is difficult to assign a classification to the malformed staples noted. However, we can determine from the images that the staples present in the tissue sample are malformed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: reason for the procedure. -not provided. What action does the doctor take to correct the problem with the device? -finish the anastomosis with suture, without hemorrhage data. Was there any damage or consequence to the patient due to the problem with the device? -during the surgery, the only consequence was the cut-staple error and tearing part of the canal, so the anastomosis was not performed correctly. The hcp had let the procedure be done by her resident, when she saw the mistake with the stapler she dressed (surgically) and intervened with suture to perform the anastomosis, until that time without hemorrhage data. Finishing surgery correctly. Was there a surgical delay due to the problem with the device? -yes, 45 minutes more than expected. Was there any damage or consequence to the patient due to the surgical delay? -na patient demographics (initials beginning with surname, age, gender) -p.c.a.m.l 32 years old, female. What is the current state of the patient? -na will the product be recovered for analysis? -yes, on december 21, 2018, the sales rep. Received the device in the hospital, and he will send for the investigation. The diagnosis of the patient was colostomy and the procedure was intestinal anastomosis. The resident (hcp) had face-to-face training in discussions conducted by the account representative, he knows the use of the devices and also has the practice: "during the procedure I was directing the use of the device, at no time I stop accompanying the hcp on the use of the stapler. " I am in contact with the representative to obtain the evidences of the training.

Manufacturer narrative:
(B)(4): batch # p56t35. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reason for the procedure. What action does the doctor take to correct the problem with the device? Was there any damage or consequence to the patient due to the problem with the device? Was there a surgical delay due to the problem with the device? Was there any damage or consequence to the patient due to the surgical delay? Patient demographics (initials beginning with surname, age, gender) what is the current state of the patient? Will the product be recovered for analysis?

Event description:
It was reported that (B)(6) 2018, at 11:20 a.m., a cdh29a circular stapler with lot p4rm0d was used with dr. (General surgery), in an open anastomosis procedure. The following situation was presented, the resident starts with the use of the circular stapler (anal route), during the procedure I advised the resident on the use and the steps to follow so that at no time I only handle the stapler. When giving the shot with the stapler and finishing the grapéo, I give indications of how to remove the device. Until that moment everything was fine, but when trying to remove the stapler from the anal canal, they realize that by mobilizing it, the anastomosis was brought with it. The resident opens the open knob to release a little more and they realize that the stapler continues pulling the anastomosis; the resident returns to enter the stapler and gives a second cut that previously had been told that the first shot is placed the safety button to not give a second shot and run risk of tearing cavity. Dr (B)(6) verifies inside the abdominal cavity if the cut and stapling of the stapler was done well and informs us that not all the staples were formed were some completely open and I do not perform well the cut. The stapler is removed and it is verified that the two tissues of the end-terminal anastomosis are present; in the two small tissues, malformed and open staples were found. Dr. (B)(6) made the complaint that the device did not work and requested not to charge the device to the patient.